Manufacturer narrative:
Failure analysis noted that the pump had blank display due to battery tube connector not plugged in properly to the interface board. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. The customer stated that he changed the reservoir and went to bed. He woke up with the screen blank and he changed that battery but nothing happened. The customer was advised to leave the battery out and to call back if the display did not return. The customer called back stating the pump was still blank. Blood glucose at the time of incident was 320mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.